Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an 8mm amplatzer septal occluder was chosen for implant using a 9f amplatzer torqvue delivery system. During procedure, the device was unable to be deployed due to a cobra head deformation. There was no interaction with cardiac structures during deployment. There was no angulation or kink noted in the delivery system. The device was removed and replaced with another 8mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, recommended the size delivery system for use with a 8mm amplatzer septal occluder is an 6f or 7f.